Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Her concomitant condition included gluten allergy, she might have had it before the essure. The same applies to her palpitations and problems with sleeping. The patient has pointed out that there may be phthalate in the essure, should not be the case and wants to investigate this. On (B)(6) 2015, essure (fallopian tube occlusion insert) was placed. During placement procedure, the consumer experienced pain. She reported experiencing lower back pain, itching skin, allergic complaints in eyes, constipation, a strange taste in mouth, pain in head, arthralgia, tiredness, brain fog, memory loss, concentration problems, swollen abdomen, vision problems and excessive sweating. She referred problems with movements and work related problems but did not specify it for one of the events. She contacted a physician and received a naturopathy treatment: conclusion is that the patient has metal poisoning. She had as treatment plan the essure removal along with both fallopian tubes scheduled. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had lower back pain and metal poisoning. She was planning essure and fallopian tubes removal. Back pain is listed while metal poisoning is unlisted in the reference safety information for essure. Since essure may cause back pain and also considering that in this case there is no alternative explanation, a causal relationship between back pain and essure inserts cannot be excluded. In contrast, although essure is a nickel-titanium alloy, it is unlikely that the amount of nickel released would be sufficient to cause metal poisoning (unrelated). This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had lower back pain and metal poisoning. She was planning essure and fallopian tubes removal. Back pain is listed while metal poisoning is unlisted in the reference safety information for essure. Since essure may cause back pain and also considering that in this case there is no alternative explanation, a causal relationship between back pain and essure inserts cannot be excluded. In contrast, although essure is a nickel-titanium alloy, it is unlikely that the amount of nickel released would be sufficient to cause metal poisoning (unrelated). This case is regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.